Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were out of specification on the high side, control bar was not in the correct position, and calibration was out at the 0 and 20 reading and the motor, plug harness, switch, and bearings were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
This device was returned for annual/preventative maintenance and there was therefore no event or patient involvement. Evaluation of the device revealed that it was operating outside of specifications. No adverse events were reported as a result of this malfunction.